Manufacturer narrative:
An evaluation of the returned polyaxial screwdriver found that the distal tip had fractured and became separated from the instrument. Although the customer indicated the issue was found during receiving inspection, magnification revealed circular fracture lines indicative of a torsional overload.

Event description:
An international customer (japan) reported that there is no hexalobe portion of the screwdriver. It cannot connect with reduction screw. The nonconformity was found during receiving inspection.